Event description:
It was reported an air leak was noted during insertion into the pt. There was no reported injury to the pt.

Manufacturer narrative:
One 8f fast-cath introducer was received for eval with a dilator fully engaged. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, functional testing revealed a leak which was caused by a tear in the hemostasis seal. It is uncertain what caused the seal to tear.